Event description:
It was reported that during an implant the right ventricular lead was difficult to position due to the stylet lead tolerance being too tight. The physician expressed his displeasure with the performance/handling of the lead and stated it takes considerably more effort than other leads. The lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.